Event description:
Asr revision recommended; asr xl - left; reason(s) for revision: unknown. Bilateral patient - see (B)(4) for right hip. Update received (B)(4) 2013. Hospital added. Update received: (B)(4) 2014 - filled mandatory fields, amended implant date: (B)(4) 2008, added surgeons forename initial: a, added revision date: (B)(4) 2014 and added reason for revision: alval / soft tissue reaction.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Asr revision recommended; asr xl - left; reason(s) for revision: unknown. Bilateral patient - (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.